Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient with this pacemaker lost consciousness while climbing stairs. The patient fell and was rushed to the hospital. It was noted that the patient was diagnosed with a thoracic vertebral fracture. The pacemaker was interrogated, and it was discovered that the device went into safety mode. Cardiac arrest was confirmed when slight force was applied to the patient's arm. The device was electrically abandoned and replaced with a non-boston scientific product. No additional adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Event description:
It was reported that this patient with this pacemaker lost consciousness while climbing stairs. The patient fell and was rushed to the hospital. It was noted that the patient was diagnosed with a thoracic vertebral fracture. The pacemaker was interrogated, and it was discovered that the device went into safety mode. Cardiac arrest was confirmed when slight force was applied to the patient's arm. The device was electrically abandoned and replaced with a non-boston scientific product. No additional adverse patient effects were reported.